Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of unix unilateral knee replacement performed in 2015. Original implant was revised by on (B)(6) 2019 due to severe poly wear resulting in metallosis. Dr removed the existing unix knee and revised with a triathlon total knee replacement (cr femur with stemmed tibia). Update 24/may/2019 (B)(6): as reported in how was issue noticed "issue was identified prior to medical procedure when the surgeon performed a knee arthroscopy to identify the patient¿s complaints of pain and metallosis was observed".